Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device met all material specifications as received. The evaluation revealed the plate broke approximately at the medial section. The fracture face runs diagonally through one of the lateral oblong holes. Features observed on the fracture surface are typically seen on metal fracture due to metal fatigue from bending stress that exceeded the fatigue strength of the material. Device history record review revealed nothing relevant to this event. Based on the event description and observed evidence, the most likely cause for the complainant's event was in-vivo loading of the device possibly causing a fatigue fracture and/or patient non-compliance with the post-op protocol. Per product directions for use (dfu-0192), post-operatively, until healing is complete, fixation provided by this device should be considered as temporary and may not withstand weight bearing or other unsupported stress. The fixation provided by this device should be protected. The postoperative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the device. This is the second complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that on (B)(6) 2017, the patient underwent a clavicle fracture procedure where a clavicle fracture plate (lot: 5231615, line 197326) was implanted. The patient had reported to surgeon that he was driving, had to hit his brakes, and the plate broke. The plate was removed on (B)(6) 2017 and replaced with another manufacturer's plate. All original screws were also explanted. Screw part and lot numbers were note provided.